Event description:
During a colon resection procedure, the instrument did not cut and the staples did not fire. The surgeon manually performed the anastomosis. No pt injury was reported.

Manufacturer narrative:
9/3/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.